Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an alarm. The connections were checked, but the issue continued. It was decided to remove the iab, but it became trapped in the introducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was covering the balloon with the sheath tubing tip observed to be severely frayed. The extender tubing and one-way were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the rear seal of the membrane measuring 0.051cm in length. The condition of the returned iab indicated a leak on the rear seal of membrane. The probable root cause may have occurred when removing the sheath over the membrane. The returned condition of sheath tubing over the membrane may have contributed to the leak found. We are unable to determine when the leak occurred. We are unable to confirm the reported difficulty to remove because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.